Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. Device history record review revealed nothing relevant to this event. The device was requested and is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported during a case that the 3.0x130mm fibula nail, left broke off in the fibula as the nail was being driven in. This happened prior to having to deploy the talons. The surgeon reamed to proper depth with both the 6.2 and 3.2 drill. The surgeon had to cut the proximal portion of the nail to get the nail in. Follow-up investigation: per sales rep the case was completed by cutting the nail short and finishing the case per surgical technique. No further issues reported.